Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 768 mg/dl at the time of incident and the current blood glucose level was 90 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer did not allege insulin pump was under delivering. Customer reports bolus wizard was programmed accurately. Customer reports insulin pump passed high pressure test. The insulin pump will not be return for analysis.